Manufacturer narrative:
Zimmer biomet complaint number is (B)(4).

Event description:
Doctor reports that the driver tip (rash8n) fractured when using the torque device to tighten the abutment screw. Another tool was used to tighten the abutment screw without problem.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One hex driver tip were returned for inspection. The devices show signs of wear consistent with use. The hex tip is confirmed to be fractured. A malfunction was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.